Event description:
Temporary paresis and neurological dysfunction.it was reported that a 22 yr old female received an anesthetic with a lma for arthroscopic debridement of her left knee. Anesthesia was supplied by propofol, midazolam and fentanyl. The first attempt at inserting the mask was unsuccessful, so the physician attempted to further extend the pt's neck. The second attempt at insertion was successful. Surgery was uneventful. Approx. 2 hrs postoperatively, the nurses notified the physician that the pt was complaining of inability to move her arms. The physician found that she had weakness of her arms and legs and a sensory level. C-spine x-rays were negative. At that point a spinal specialist was consulted who recommended immediate administration of decadron followed by MRI scan. The decadron produced rapid improvement in her neurologic symptoms. The MRI demonstrated central disc herniation at c6-c7. The following morning the pt was taken to surgery where an anterior cervical discectomy was performed followed by spinal fusion. Findings at surgery include a rupture of the posterior longitudinal ligament at the cephalad boarder of c7 with disc fragments extruded into the epidural space. Currently the pt's neurological symptoms have all resolved.a casual relationship is extremely unlikely, there are no simular cases reported worldwide.